Event description:
Reported as a suspected lap-band leakage.

Manufacturer narrative:
Medwatch sent to FDA on: 03/jul/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band shell. The breakage of the band shell may be wear related, as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the band belt, band shell and the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests indicate no leakage at the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."